Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and this did not resolve the reported issue. After reconnecting the device's connections and reassembling the device, the issue could no longer be duplicated. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to power on. There was no patient use associated with the reported event.